Event description:
Event description cpi received information that this bipolar endocardial lead was removed from service due to 'inappropriate sensing'. The physician elected to replace the implantable cardioverter defibrillator (ICD) and leads at this procedure. A new endotak lead and ICD was implanted. Implanted-05/27/93. Out of service-08/14/96. Implant months-38.6.